Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, back plane, filament driver, and control panel processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system fluoro continued after the button was released. No patient injury was reported.